Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery the lens rotated off axis by 22 degrees. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).